Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: item#: 32810502606, interchangeable humeral assembly for cemented use only regular; lot#: 64006210. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure of their initial elbow arthroplasty due to loosening of the humeral component, pain, swelling, and bursal swelling of the olecranon.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty. Subsequently, the patient was revised due to loosening of the implant. It was noted that the patient had pain, swelling, and olecranon bursal swelling.